Event description:
It was reported that an asymptomatic patient presented in the clinic and the right ventricular lead exhibited loss of capture and high impedance. Fluoroscopy confirmed a lead fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.